Event description:
It was reported that the actual residual volume was less than the expected residual volume. The expected volume was 4.6 ml, but all they got back was a couple of air bubbles and a little bit of liquid. The hcp (health care provider) went back twice and tried and each time got the same response. The previous two refills were accurate; no discrepancies were noted. The patient was tight, but the hcp thought it was a lot of soft tissue and not spasticity. It was noted that the patient was obese and the pump ¿kind of floats a little¿. The hcp was planning to fill the pump and check at the next refill for a discrepancy. The device system was delivering lioresal. It was later reported that the cause of the event was ¿refill¿. It was noted that the patient¿s increased weight might have been a factor.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).